Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations the complete initial reporter (tel #) - (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) loop is leaking. Contact the engineer as soon as possible to guide the replacement of the equipment. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10 additional information: e1 ( event site city: event site postal code: (B)(6), event site state: (B)(6), event site telephone: (B)(6) additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the issue, the safety disk was replaced, and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service. H3 other text : repair done by customer itself

Event description:
N/a